Manufacturer narrative:
(B)(4). The device was not returned; however, the customer provided a photo for evaluation. The photo shows an iabp recorder strip with a possible helium loss 2 alarm which is consistent with the reported event. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint of possible helium loss 2 alarm is confirmed based on the photo provided by the customer. The picture shows an iabp recorder strip with a possible helium loss 2 alarm. Although the complaint is confirmed, a root cause for the issue could not be identified. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "possible helium loss 2 alarm". No patient injury or consequence reported. The patient's current condition was reported as "fine".

Event description:
It was reported "possible helium loss 2 alarm". No patient injury or consequence reported. The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4).